Event description:
Info received indicates the brake will set but does not hold.

Manufacturer narrative:
The tech found the left boot brake/steer caster was worn and bent. The caster wouldn't lock in brake or role correctly. He replaced the caster to repair the bed.